Event description:
Reporter stated that patient received the following results on the performa combo system compared to a professional meter within 10 minutes: 55 mg/dl, 70 mg/dl, and 72 mg/dl (performa combo) and 442 mg/dl (professional meter). No adverse event due to the device reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.